Manufacturer narrative:
Information not provided. Information not provided. Information not provided.

Event description:
Consumer stated I've had my last 2 sonicare toothbrush heads lose the bristles as I'm brushing. They last about a month and then they come off while I'm brushing.

Manufacturer narrative:
Manufacture date updated because product was returned.